Event description:
Boston scientific received information that the latitude patient monitoring system detected a red alert for this cardiac resynchronization therapy defibrillator (crt-d) due to the therapy mode being set to a value other than monitor plus therapy. It was determined that the device had been intentionally programmed this way due to a non-device related visit to the hospital, however was mistakenly not reprogrammed to monitor plus therapy upon discharge from the hospital. When the red alert was found at a later date, the patient returned to the hospital and the device was reprogrammed to monitor plus therapy. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.